Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due oversensing of sic (sensing integrity counter) and high rate non-sustained episodes. The physician tried to recreated the noise and oversensing noted on the stored egms (electrograms). Manipulation of the device, range of motion with arms, and sit stand was performed. No episodes were recreated but sic counter increased after very brief noise was noted. The physician saw enough to say possible early detection of a lead fracture. The rv lead was programmed off and the patient was scheduled for surgery. At the lead revision procedure the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.